Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that occlusion alarms often occurred. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.